Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2017 it was reported that the hcp was relocating the patient¿s pump due to it bothering the patient and they could not get the incision to heal. It was believed that the pump would be moved to the other side of the patient¿s abdomen. The existing catheter was going to be cut at the most distal anchor and would then be spliced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.